Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3 unknown, h3: device has not been returned to manufacturer.

Event description:
It was reported that the pump exhibited a load alarm. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
D9 - date returned to mfg: 12/27/2023. One device was returned for evaluation. Visual inspection revealed no physical damage. Event history log was unable to be retrieved as the alarm was unable to be bypassed. Functional testing was able to replicate the reported issue; a constant alarm was found at power up. The root cause was determined to be the main pcb not operating as intended. The main pcb was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.